Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump with updated software to be sent to the customer, provided instructions for returning the faulty pump, and ensured that training would be available via the tandem source account. The customer acknowledged and understood all instructions.